Manufacturer narrative:
Three attempts were made for the product return with no response from the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the device for lower limbs caused blisters on the patient. The procedure was completed successfully with no delay, and no medical intervention. The user facility was not able to provide any further information regarding the reported event.